Manufacturer narrative:
A medtronic representative went to the site to test the system. The representative verified all charger outputs. He replaced the motion and x-ray batteries. Disconnected the imaging system from the other system, and drove around, to verify system did not lose power. Competed system checkout. System was fully functional. Concomitant medical products : information references the main component of the system. Other relevant device(s) are: product ID: bi71000125( svc kit 8 pack battery kit) and product ID: bi71000126( svc kit bi71000126 6 pack battery) the following codes apply to product ID: bi70000028120 (base oarm sys 120v) serial#(B)(4) the following codes apply to product ID: bi71000125( svc kit 8 pack battery kit) and product ID: bi71000126( svc kit bi71000126 6 pack battery) fdm= b17, fdr=c02, fdc=d15 if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that when they moved the imaging system, while disconnected from the another system, it would power down. There was no patient present.